Event description:
On (B)(6) 2012, customer reported that their dxc 800 pro instrument was generating "cartridge chemistry (cc) cuvettes not dry prior to first dispense" errors, and probe a was leaking. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced damaged tubing from probe a, and reseated the a/b valve. This resolved the issue, and no further leaks were reported.

Manufacturer narrative:
(B)(4).